Event description:
The patient was undergoing a medical procedure using a benchmark 6f 071 delivery catheter (benchmark). During the procedure, after a few minutes of use, the physician noticed leaking from a hole at the proximal end of the benchmark. Therefore; the benchmark was removed. The procedure was completed with a new benchmark. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Evaluation of the returned benchmark confirmed a leak beneath the stain relief. Evaluation revealed a fracture underneath the strain relief. If the benchmark is manipulated at extreme angles during use, damage such as a kink and subsequent fracture may occur. This damage likely contributed to the reported complaint during the procedure. Further evaluation revealed a distal shaft ovalization. This damage was likely incidental to the complaint. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.